Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7135914, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7135506, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the midline incision over the anchor sites and worsen when leaning. The patient's click anchor was eroding and poking with a small opening to the skin causing soreness with a lot of pressure. In addition, the anchor site was tender and palpable to touch. The patient underwent a procedure wherein the patient's click anchor was buried deeper and the patient was doing well postoperatively.